Event description:
It was reported that during meniscus suture surgery when t1 was deployed,t2 fell off. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Device was not returned in the condition of the reported complaint of simultaneous deployment.